Manufacturer narrative:
Investigation results: returned product consisted of an ffr comet pressure wire. The wire returned detached from the tip, and the detached portion did not return for analysis, additionally, the occ cable did not return for analysis. Since de occ cable did not return for analysis, the testing could not be performed. A visual inspection of the device revealed that the wire was found detached at 3.5 cm from distal to proximal. Device/media analysis: the device was returned for analysis. During the product analysis, it was found the wire detached from the distal section which confirms the reported 'guidewire, difficult to remove' and 'guidewire, detachment of device or device component'. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: regarding the reported issues "guidewire, difficult to remove", "guidewire, detachment of device or device component" and "additional device required", have been assigned an investigation conclusion code of adverse event related to procedure. Following a review of the reported event details, available information, and product record review. During product analysis it was observed the wire detached from the distal section, the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Additionally, based on the external form information and the mg mct team, there is currently insufficient evidence to confirm that the reported defect originated during manufacturing. A thorough review of the device history record and associated subassembly batches revealed no nonconformances, notes to file, or process deviations. All applicable manufacturing controls were verified to be in place and fully operational at the time of production, and no relevant changes in process, training, or design were identified.

Event description:
It was reported that detachment occurred requiring additional intervention. The target lesion was located in the left anterior descending artery and left circumflex artery. A comet ii pressure guidewire was used to do a diastolic hyperemia-free ratio (dfr) reading of the proximal circumflex (cx) artery. An opticross 6 hd imaging catheter was advanced over the comet wire to do an assessment of the proximal cx artery. After a successful manual pullback, the opticross catheter was removed. The wire did not seem to come out with the catheter. The physician pulled out the wire and when a final shot was done, the tip of the comet wire was still in the left main, broken off at the transition point. Another wire was introduced to trap the tip inside the guide. Everything was pulled out together to remove the fractured tip. There were no patient complications. The patient was stable and expected to fully recover.

Event description:
It was reported that detachment occurred requiring additional intervention. The target lesion was located in the left anterior descending artery and left circumflex artery. A comet ii pressure guidewire was used to do a diastolic hyperemia-free ratio (dfr) reading of the proximal circumflex (cx) artery. An opticross 6 hd imaging catheter was advanced over the comet wire to do an assessment of the proximal cx artery. After a successful manual pullback, the opticross catheter was removed. The wire did not seem to come out with the catheter. The physician pulled out the wire and when a final shot was done, the tip of the comet wire was still in the left main, broken off at the transition point. Another wire was introduced to trap the tip inside the guide. Everything was pulled out together to remove the fractured tip. There were no patient complications. The patient was stable and expected to fully recover.